Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed displacement test, operating currents, self test, off no power, error test, basic occlusion, occlusion, prime and excessive no delivery test. No battery out limit alarm noted. The device was received with intermittent button response due to corroded keypad traces. The unit was also received with minor scratched display window, cracked case display window corner, and cracked reservoir tube lip.

Event description:
Customer's mother reported receiving a battery out limit on the insulin pump. Customer's mother reported that the insulin pump was continuously beeping. Customer's mother stated that the keypad was not responsive and she was unable to clear the alarm. Customer did not recall any significant events leading up to the alarm. Blood glucose level was 172 mg/dl at the time of the call. No further info was provided.